Event description:
It was reported that an ilet pump shut down and would not power back on despite placement on the charging pad, with a solid green indicator light observed while the display and device remained unresponsive. The user was advised to discontinue use of the affected unit, and a replacement pump and charging pad were arranged. Symptoms included hyperglycemia with a highest blood glucose of 300 mg/dl. Outcomes included temporary loss of insulin therapy and use of backup subcutaneous insulin until the replacement arrived. Investigation included technical troubleshooting with power cycling attempts, alternate outlet testing, and visual verification via user-provided video. Investigation of this case revealed a device that remained nonfunctional despite confirmed charging status and no visible external damage. It was concluded that the pump experienced a malfunction rendering it inoperable, necessitating replacement and return of the affected unit for further evaluation.